Event description:
I had 3 shots of synvisc in my left knee, 1 shot per week for 3 weeks. After the shots, I had extreme joint pain (both knees, both hands, shoulders, and low back) that was almost unbearable. The synvisc was absolute poison to my body and created a global, chronic state of inflammation in my joints. I tried tons of advil, shots of toradol, mobic, celebrex, vitamin injections, massages, art (active release technique), ridiculous amounts of water, hrs of stretching a day, went to a rheumatologist, a neurologist, an endocrinologist, anything I could think of. Instead of working out 5 or 6 days a week which is what I normally do, I was reduced to swimming for 15 minutes a couple times a week, if I could tolerate it. Nothing helped until time and an extreme cleanse ("master cleanse") were able to draw it all out of my system. Now, I am finally back to where I was before the injections. This stuff is dangerous. Diagnosis: loss of cartilage in left knee.